Event description:
Report received from the USA stating that the foot control device was ¿coming loose from the metal on the foot pedal.¿ the deficiency was discovered during neurology surgery. There was no delay as a spare foot control device was available. There were no injuries or medical intervention reported. The reporter did not have information upon the patient. There was no additional information provided.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that some of the rubber feet on the bottom of the device were broken. Therefore, the reported condition was confirmed. This was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The foot control device has not been received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).